Event description:
Report received from the us stating "handpiece won't turn off when plugged into the console, it runs automatically". The event did not occur during a procedure. No pt or user injury was reported. No add'l info was reported.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was not confirmed. Unable to duplicate the event. If add'l info is received, a supplemental report will be sent. (B)(4).